Manufacturer narrative:
Returned device was received in damaged physical condition. There was wear and tear on the enclosure and line cord. The pole clamp was broken. The pcb, power switch, and front cover were outdated. During the evaluation of the device, there was a seal on the hose leading from the pump was found damaged. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer was leaking on the inside. There were no reported adverse events.